Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product when investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported the unit of measurement setting of his unlocked freestyle meter changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.